Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause or type of foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the distal end, the plastic distal end cover, the bending section cover, and the bending section adhesive. There was no patient involvement.